Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion messages, which were confirmed during baxter's functionality testing, but was not reproduced during evaluation. The device passed further testing and the cause was unable to be determined. The device was calibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.